Manufacturer narrative:
The reported event that plate anchorage mtp / version v1 - right was alleged of issue s-12 (implant breakage after surgery) could be confirmed since the returned device matched the reported failure. The device inspection revealed the following: visual inspection was done and plate breakage at the compression ramp was observed. Several scratches were also observed on the plate surface. The fracture site shows a typical fatigue breakage. Due to the nature of the returned device, a functional and dimensional inspection was not possible. According to the x-rays and operative-reports provided, a (B)(6) year old female had been treated with plate anchorage mtp / version v1 ¿ right. Based on the patient details provided in operative reports, bmi was found to be 26.6 kg/m2. X-ray of foot showed good alignment of the first metatarsophalangeal joint in both the sagittal and frontal planes. Good alignment and position of the internal hardware. No gapping of the fusion site noted. The anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Loads on the device produced by weight bearing and by the patient's activity level determines the longevity of the implant. Based on the investigation the root cause was attributed to a patient related issue. The breakage was caused by overloading which lead to fatigue fracture. A review of the labeling did not indicate any abnormalities. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported removal of plate & screws- no implantation following. Additional surgery needed for removal. Surgeon removed the hardware from this patient because it was causing them pain. The plate actually broke within a year of being implanted. I'm not sure if the plate being broken and the patient having pain in the area is related.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported removal of plate & screws- no implantation following. Additional surgery needed for removal. Surgeon removed the hardware from this patient because it was causing them pain. The plate actually broke within a year of being implanted. I'm not sure if the plate being broken and the patient having pain in the area is related.